Event description:
It was reported that during a da vinci si myomectomy procedure the monopolar curved scissors (mcs) instrument accessory tip was crumbled. The instrument was removed from the patient and it was noted that the orange cover was cracked. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that a broken tube extension. The tube extension was broken and missing a piece at the distal end. The clevis was dislodged from the tube extension. The tube extension likely broke due to excessive side loading or other type of mishandling. The instrument passed electrical continuity testing. Engineering also found damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. The damages were found in various areas approximately 0.75 away from the distal end of the main tube. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the damage to the main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.